Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination during a bacteriological test at the facility. The sample was collected immediately after reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer indicated that there was no patient infection. Endoscope and accessories were cultured. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948 air/water channel cleaning adaptor. The brushed points were forceps channel, suction cylinder and forceps mouthpiece. There were no defects on automated reprocessor. The detergent used was endoquick and the disinfectant used was acecide. All channels were connected with cleaning tubes when the endoscope was setting up into the automated reprocessor. The expiration date of the disinfectant was controlled. The disinfectant solution met the minimum effective concentration (mec). The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance to instructions for use. The device was dried by wiping it off with a clean towel/paper. After reprocessing, the endoscope was stored in cabinet without drying function. The customer also indicated that the device was quarantined and not used in a procedure while waiting for the test results. The device was last used in a procedure and reprocessed on (B)(6)2023. The device was stored at room temperature with oxygen concentration about the same as in the air. Additional reprocessing was not done before the device was microbiologically tested. No additional reprocessing was done before the device was returned to olympus. The device was returned to olympus. The returned device was evaluated and there were few findings. Adhesive on bending section cover had white-clouded area. Image guide protector had a scratch. Air/water-cylinder had discoloration. Connecting tube had a scratch. Three good faith efforts were made to obtain additional information regarding the test results; however, no response received from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by user facility.